Manufacturer narrative:
The patient's weight was not provided. Approximate age of device ¿ 5 years, 10 months and 7 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient changed their system controller at home on sunday due to odd power cable disconnect and low battery hazard alarms. The manufacturer¿s technical service representative reviewed the submitted log file and observed driveline disconnect alarms on (B)(6) 2018 at 14:11 and (B)(6) 2018 at 14:27. It was stated that these were intentional. Two external power events and 9 pump stoppages resulted due to the driveline disconnects. No further information was provided.

Manufacturer narrative:
Analysis of the submitted system controller log file confirmed driveline disconnect events. The events were flagged on (B)(6) 2018 at 2:11:07 pm and 2:27:51 pm. No other atypical alarms were captured in the log file. Information provided to the manufacturer stated that the patient exchanged the system controller at home and intentionally disconnected the driveline. The heartmate ii left ventricular assist system's (lvas) patient handbook outlines all system controller alarms as well as the proper actions associated with them. In addition, both the patient handbook and IFU warn that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, it should be reconnected right away. The pump remains implanted supporting the patient. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: correction.